Manufacturer narrative:
(B)(6). Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the mechanics were seized, blocked jammed and heavy moving on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from italy that the microdrive plus device fell apart. During an in-house engineering evaluation, it was observed that the mechanics were seized, blocked jammed and heavy moving on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: upon further investigation it was found that the incorrect serial number ((B)(4)) was inadvertently entered into the initial medwatch report. The correct serial number ((B)(4)) has been entered into this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.